Event description:
A customer reported that a cartridge was not fully snapped into their insulin pump, and the issue occurred the previous night. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge themselves. Technical support advised the customer to inspect the pump for damage and to clean the relevant area with an alcohol wipe or lint-free cloth during the next cartridge change. The customer successfully completed the process and resumed insulin use.